Event description:
No additional information was received, please see h6 & h11.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found proximal connector kinked at the brown lead wire joint. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire damaged/cracked at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength.

Event description:
It was reported that a web device was chosen for treatment of an aneurysm. The web device did not detach with two attempts with the detachment controller. Then the microcatheter was advanced to perform a detachment maneuver unsuccessfully. The web device was then resheathed into the catheter and did not attempt to redeploy the web for concern of partial detachment. The system was removed, and a new web device was used successfully to complete the case. There was no reported injury or intervention.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.